Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk, race-unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid, in a lens vial. Visual inspection found the haptic torn. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a cq2015a intraocular lens, diopter +20.0 was implanted into the patient's left (os) eye on (B)(6) 2019 and removed intraoperatively. During explant, the lens was damaged. During the surgical procedure of implanting the iol, vitreous pressure increased posteriorly and the capsule ruptured. There was a loss of vitreous, a vitrectomy was performed, and incision enlarged. Sutures were required as part of standard procedure/protocol. Within the same surgery, a 2nd iol was successfully implanted.